Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Event description:
Customer reported via phone, he was attempting to enter a bolus and the numbers wouldn't stop scrolling. Customer's blood glucose was 400 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.